Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical fluid warmer had one of the pressure chambers defective. The unit continually inflates and the dial will not come back to 0. There were no reported adverse events.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A review of the event history log (ehl) was not applicable. Visual inspection showed pressure gauge needle stuck at 100 mmhg. When turned on the pressure, the needle went over 300 mmhg into middle of the red marker. The pressure gauge was defective. The root cause of the issue could not be determined. The pressure gauge was replaced.